Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A diabetic educator requested clarification regarding pod alerts indicating that the patient presented to a healthcare facility with diabetic ketoacidosis (dka) on (B)(6) 2026. According to the reporter, the patient experienced two alerts during pod wear¿a ¿generic pod error¿ and a ¿recoverable pdm error¿ (insulet ref. Number: (B)(6)) ¿which reportedly resulted in the patient not receiving insulin for approximately nine hours. Symptoms reported include hyperglycemia and malaise. No additional details were provided regarding the patient¿s duration of the healthcare visit, treatment, or other patient information, as the reporter stated they could not disclose such information without the patient¿s consent. The reporter advised the patient to contact customer care directly to report the issue.